Event description:
The affiliate reported the customer alleged an erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay utilized in conjunction with unicel dxc 600i synchron access clinical system and access accutni calibrator. An initial result of 0.042 ug/l was generated. The erroneous result was released out of the laboratory and questioned by the hospital. The customer reanalyzed the sample, on the same instrument, and obtained lower troponin I results of 0.022 and 0.032 ug/l; the customer reported 0.022 ug/l to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. On (B)(6) 2013, calibration passed within the acceptable range. System check, performed on (B)(6) 2013, passed within specification.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. The serum sample was clear and collected in a becton dickinson (bd) primary tube. The sample was centrifuged at 3,353 rpm (rotations per minute) for ten minutes, at room temperature. A definitive cause of the incident is unknown.